Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-11420. It was reported the patient experienced ineffective therapy. X-rays revealed the patient¿s leads migrated. To address the issue, the physician explanted the patient¿s drg system (exact date is unknown) and implanted a competitor¿s system.